Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that there was leaking from the silicone segment at the upper fitment area during pt infusion. No pt harm or med intervention occurred. No further pt/event info was reported.